Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. The device was not returned to bd for evaluation, but medical records were provided and reviewed. The investigation confirmed for filter migration, retrieval difficulties, filter tilt, and perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced migration, retrieval difficulties, filter tilt, perforation. The information was received from one source. The malfunction involved a patient with no reported consequences. The patient was a (B)(6) year old male with weight not provided.